Event description:
It was reported that the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited loss of sensing and intermittent capture. A review of the egms indicated possible migration of the atrial lead into the right ventricle.